Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The distributor reported that they rec'd some of the doses of the bone cement damaged. The tubes containing the binding agents were broken but the cement was intact.